Event description:
On (B)(6) 2025, a healthcare professional injected 1cc of evolysse smooth into a patient's lips. On (B)(6) 2025, the patient received injections of tirzepatide and vitamin b3, after which they experienced swelling at the injection site, as well as lip swelling and tingling. That same day, the healthcare provider referred the patient to the emergency room (ER), where treatment included intravenous epinephrine and steroids, followed by a 10-day course of oral steroids. On (B)(6) 2025, the final day of oral steroids, the patient again had swollen lips. The patient visited their primary care provider (pcp) on (B)(6) 2025, was prescribed oral steroids, and referred to an allergist. The patient's lip swelling subsided once oral steroids were re-started.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. Inflammatory responses, such as swelling or erythema, can develop near sites of dermal filler injection following viral or bacterial illnesses, vaccinations, or dental interventions. In certain instances, adverse effects may present weeks, months, or even years after the procedure; this is a recognized potential adverse event as stated in the product labeling. In this case, the product was administered off-label to the lip region. The reaction occurred soon after the administration of tirzepatide and vitamin b3. Consequently, we cannnot rule out that this may be possible causation of the reaction. Complaints: (B)(4).